Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall, causing the priming sequence to end earlier than expected. The device was reset and rerun, and the rerun data presented no anomalies. The cause of the timeouts and drive stall could not be determined. The drive stall can be attributed as the cause of the needle's failure to deploy.